Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. The insulin pump was unable to perform prime, excessive no delivery and occlusion test due to unresponsive up arrow button. The insulin pump had traces of moisture found at the lcd board. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The up and down arrow buttons were unresponsive. The insulin pump was dropped and had a crack above the up arrow button. Customer's blood glucose level was 500 mg/dl. She treated her blood glucose manually. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.